Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced sustained hyperglycemia, confirmed by a fingerstick blood glucose of 431 mg/dl, after consuming a brownie and a sugary fruit drink and attempting to correct the high using a non-meal announcement while also entering a separate meal announcement; tubing and infusion site checks were normal, and the device component relevant to the event was the user interface. Symptoms included hyperglycemia with a headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure, specifically failure to follow instructions related to the meal announcement workflow on the user interface during the pump¿s learning period. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event. The user reported that glucose levels returned to range after the event.